Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the pump powered on to a blank display screen. The complaint against the display screen could not be adequately investigated due to the blank display screen. The display screen was observed to be cracked. The pump powered on with a test display screen to a functioning display screen. Unrelated to the initial complaint, the top of the battery cap was worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.